Event description:
User facility voluntary medwatch received that stated: "patient received an overdose of dilaudid by hospira pt controlled analgesia device. Pump has been checked by electrical engineering dept at our facility and no device failures or anomalies were found during testing. Investigation into user error revealed that for the pump to have been programmed incorrectly in one area, it will not allow you to continue without changing all settings to correspond, therefore, we do not believe there was an user error." Upon further query the following info was provided: the customer contact reported an operator error in programming the pump, which resulted in the pt receiving more medication than intended. On (B)(6) 2010 at 2240, the pump was programmed to deliver hydromorphone 1 mg/ml with an 0.8 mg loading dose, in the pca+continuous mode, at a continuous rate of 0.1 mg/hr, a 0.3 mg pca dose, a 10 mins pt lockout, and a one hour 1.1 mg dose limit. It was reported that two nurses checked the programming and the delivery was started. On (B)(6) 2010 at 0433, during nursing rounds, the pt was found in bed unresponsive "with snoring respirations." The delivery was stopped. A code was called. At this time, it was reported that the two nurses who had programmed the pump reported the display indicated that 1.3 mg had been delivered. Another staff nurse who responded to the code, reported that at this time, the display indicated that 13 mg had been delivered. The pt was treated with oxygen at 100% via ambu bag. At an unspecified time, the pt was intubated and was treated with an unspecified concentration of narcan. The customer reported that at this time, the pt did not respond to the treatment. At 0550, the pt was treated with a second dose of narcan 0.4 mg. At 0651, narcan 2 mg/500 ml was initiated at a rate of 100 ml/hr. The pt was transferred to the intensive care unit. The customer reported the pt was extubated "within 4 hours." On (B)(6) 2010, at an unspecified time, a physician's exam "found no deficits." The pump was removed from clinical service. After the event, the two nurses who programmed the pump reported wasting a total of 15 ml from the vial. On (B)(6) 2010, the customer reported that the pt's wife stated that the pt is experiencing "concentration and short-term memory problems." After a review of the pump history, the customer contact stated that the event was due to a "programming error by the nurse in programming the concentration at 0.1 mg/ml instead of 1 mg/ml." Though requested, no additional info was provided.

Manufacturer narrative:
User facility voluntary medwatch report was received on 03/31/2010. The report number was not provided. The device was received. Investigation is not complete. The pump history was downloaded at the manufacturing facility. A review of the pump history indicates that on (B)(6) 2010, the pump was powered on, the history was cleared, check injector alarm occurred, and an alpha vial confirmed. Between 2231 and 2239, the pump was programmed to deliver a drug concentration of 0.1 mg/ml instead of the intended 1 mg/ml concentration, with a loading dose of 0.8 mg, loading dose was started and ended, a check settings alarm occurred, the pump programmed to deliver in the pca+continuous mode with a 0.3 mg pca dose, a 0.1 mg/hr continuous rate, with a 10 mins pt lockout, a 1.1 mg one hour dose limit, the settings confirmed, the door was locked and the infusion was started. At 0000, new date stamp of (B)(6) 2010 noted. Between 0427 and 0502, an infuser was paused, the door was opened, the pump was powered off and on, a check syringe alarm occurred, and the pump was powered off. Between 0520 and 0526, the pump was powered on, check syringe alarm, the settings retained, a door locked, a check settings alarms occurred, the door was locked, the door was opened and the pump was powered off. A review of the pump history indicates the pump delivered as programmed. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).